Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to the air/water cylinder and the air/water channel. The foreign objects in the air/water cylinder and air/water channel could not be identified. It is unclear if reprocessing was completed according to the instructions for use (IFU). There was no physical damage at the site where the foreign object remained. The IFU states, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. It is likely that the e315 error code occurred due to damage to the internal board of the scope connector during handling by the user. The cause of the damage to the internal board of the scope connector may have been moisture that entered the inside of the scope connector through the ventilation cap, but we have not been able to identify the cause. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to corrosion on the plug unit. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the grip packing ring was loose, the control unit gets warm due to shortcut of switch cable, the suction cylinder had no color, the scope cover had a scratch, the grip was shaved, switch 2 had a cut, the screw stopper was replaced for preventative maintenance, the focus was not changed to near point due to corrosion on the plug unit, the plug unit had corrosion due to water leakage, the circuit board unit in the suction connector had corrosion due to water leakage, the scope connector cover unit and the scope connector case unit had corrosion due to water leakage, the play of the upward/downward knob was out of the standard value due to wear of angle wire, the plastic distal end cover was deformed, the objective lens had a scratch, the bending tube was deformed, the connecting tube had a scratch and the universal cord had wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, the unit experienced e315 error, scope error. It was reported that the ethylene oxide cap was forgotten to be removed during manual preparation and moisture in the supply plug. The issue was found during reprocessing. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found air/water tube had white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. Patient related identifiers: (B)(6).